Manufacturer narrative:
Date of event; corrected data: additional information indicates that high impedance was first observed on (B)(6) 2008.

Event description:
It was reported that the vns patient¿s device showed high impedance. The patient underwent lead replacement surgery on (B)(6) 2014 due to lead discontinuity. The explanted lead has not been returned to date. Attempts for additional relevant information have been unsuccessful to date.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
Additional information was received stating that the vns patient experienced trauma a few years prior to the replacement surgery that may have contributed to the reported high impedance. The patient¿s device had been disabled for approximately the past two years. The patient¿s device showed high impedance during an office visit on (B)(6) 2008. The explanting facility discarded the explanted devices; therefore, no analysis can be performed.

Event description:
Product analysis was completed on the returned lead . A portion of the lead, including the electrodes, were not returned. Setscrew marks were identified on the lead pin, indicating that at one point in time a good electromechanical connection existed between the lead and generator. No anomalies were identified in the returned lead portion; however, note that since a portion of the lead was not returned for analysis, an evaluation and resulting commentary cannot be made on that segment of the lead. Product analysis was completed on the returned generator. The device output signal was monitored for more than 24-hrs, while the generator was placed in a simulated body temperature environment. Results showed no signs of variation in the pulse generator¿s output signal and demonstrated that the device provided the expected level of output current for the entire monitoring period. Analysis in the pa lab concluded proper functionality of the pulse generator and that no abnormal performance or any other type of adverse condition was found. No further relevant information has been received to date.

Manufacturer narrative:
Corrected data: it was inadvertently omitted on supplemental MDR 1 that the patient's age had changed to 19 based on new event date corrected data: the incorrect event date was inadvertently submitted on supplemental MDR 1. Event description, corrected data for supplemental MDR 1: it was inadvertently reported on the supplemental 1 report that high impedance was detected on (B)(6) 2008, it was inadvertently omitted that the patient's device was disabled because they felt it wasn't working. It was inadvertently omitted that it was found that this malfunction had previously been reported through a summary report. Relevant tests: it was inadvertently reported that high impedance was observed on (B)(6) 2008 on supplemental MDR 1 explant date: the initial MDR inadvertently submitted the incorrect implant date.

Event description:
It was reported that the generator and lead were available for return and was received by the manufacturer for product analysis. The physician had reported that the patient's generator had been disabled because the patient felt that it hadn't been working for him any longer. Of note, it was also found that this malfunction had been previously reported in a summary report. Product analysis has not been completed to date.